Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on march 24, 2021 with catalog number mcghan 380cc. Visual analysis of the returned device identified one curved opening, white particles in device inner surface, fold creases and yellow particles in device outer surface. A microscopic analysis and leak test were performed which identified one striated, curved opening and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one striated opening in the side posterior assessed as surgical damage." Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported right side "ruptured saline". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "ruptured saline". The device remains implanted.